Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) and genital haemorrhage ("heavy and irregular bleeding") in (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she denied new problems such as sob (shortness of breath), wheeze, cp, fic, nn, gerd(gastroesophageal reflux disease), uti(urinary tract infection) symptoms, or rash/skin infection. No other uri symptoms. Previously administered products included for an unreported indication: oral contraceptive pill on (B)(6) 2009. Concurrent conditions included parity 3 (((B)(6) 2005, (B)(6) 2006, (B)(6) 2009).), metrorrhagia since (B)(6) 2011, end stage renal disease (esrd) since (B)(6) 2011, menometrorrhagia since 8(B)(6) 2011, migraine since (B)(6) 2011, wisdom teeth removal since (B)(6) 2011, specific allergy (drug), allergic reaction to antibiotics, allergic reaction to antibiotics, specific allergy (drug) and renal disease. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 6 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), scar ("scarring") and weight increased ("weight gain"). The patient was treated with medroxyprogesterone acetate (provera), silver nitrate, surgery (endometrial biopsy, ablation /laparoscopic supracervical hysterectomy, colpopexy).essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, scar and weight increased outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device was placed into the left tube without difficulty and once deployed 1 trailing coil was seen. After deployed, approximately 5 trailing coils were then seen into the left tube. She had an ablation to control bleeding, she has also had an endometrial ablation previously in an attempt to cure this menometrorrhagia. However due to failure of the ablation to control it, the patient desires a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Blood creatinine - on (B)(6) 2011: 1.81; on (B)(6) 2011: 1.82. Hysterosalpingogram - on (B)(6) 2011: with no significant findings. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage and vaginal prolapse repair. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added per pfs: abnormal bleeding (vaginal,menorrhagia) was added as event. Essure placed on (B)(6) 2009 and removed on (B)(6) 2011. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.